Event description:
Pt reports he received ems treatment due to inadvertent insulin infusion which occurred while manipulating the cartridge while attached to the infusion set.

Manufacturer narrative:
The pump has not been returned to animas for eval. Animas has conducted a review of the device history record for this pump and it was operating within required specifications at the time of release. The pt inadvertently administered excess insulin by loading the cartridge into the pump while attached to the infusion set. The user guide instructs the pt to disconnect from the infusion set prior to initiating the prime/rewind sequence. The pt has continued to use the pump with no reported subsequent events.